Event description:
Healthcare provider reported left side "contracture baker IV," "elastomeric folds," and "axillary lymph nodes with preserved signal intensity." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, d4.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture baker IV," and "axillary lymph nodes with preserved signal intensity."

Event description:
Healthcare provider reported left side "contracture baker IV," "elastomeric folds," and "axillary lymph nodes with preserved signal intensity." Device remains implanted.